Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer stated that the pump was not holding. The technician stated the they pump up the lift and it would come right back down.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: patient transport. Pump, other/defective. Ram goes up/down/will not lift weight. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated that the pump was not holding. The technician stated the they pump up the lift and it would come right back down.